Event description:
It was reported that the patient underwent left partial knee arthroplasty on (B)(6) 2011. Subsequently, the patient was revised to a total knee on (B)(6) 2014 due to loosening.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-08356 / 1825034-2014-08357).

Manufacturer narrative:
This follow-up report is being filed to correct information.this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-08356 / 1825034-2014-08357). Product location unknown.

Manufacturer narrative:
This follow-up report is being filed to correct to remove "(B)(4)."